Event description:
It was reported that 20 autopulse nimh batteries experienced ongoing low run times. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation. If product is returned to the MFR, a supplemental report will be filed.